Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 9. Instructions for use b. Health care professional instructions 7. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Patient reported to an allergan representative the event of that during injection on an unspecified date with juvéderm®, type unknown, the needle exploded. Patient contact was made. Unknown if the allergan package needle was used. Unknown if this was the initial use of the syringe.